Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the pfna-ii blade l75 is idle after locked. There was no patient consequences reported. No further information provided. This report is for one (1) pfna-ii blade l75 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in a completely closed and locked condition. In addition, one (1) of the four (4) lips at the tip has some deformation from use. Furthermore, the received device shows dents and scratches, as well some color fading from use all over the part. Functional test: during investigation a functional test was performed, the blade passed the functional test. Document/specification review: drawings and revisions are in accordance to DHR of production lot 2l05932. All relevant features are defined on the used drawing revisions of DHR of production lot 2l05932. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as dimensional evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part: 04.027.050s, lot: 2l05932, manufacturing site: bettlach, release to warehouse date: 02.nov.2018, expiry date: 01.oct.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.